Event description:
The physician was treating a subclavian stenosis with a scuba device. The lesion was reported as tortuous and calcified. The device was inspected prior to use with no issue reported. No resistance was encountered between the scuba device and other devices during delivery of the device to lesion. No force was applied advancing the device on the wire and to/across the lesion. It was reported that the stent would not deploy. The stent became damaged and could not be released. The device was removed from the patient with no issues encountered. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: no results available since no evaluation performed. Conclusion: operational context caused or contributed to the event ( stenotic, calcified lesion contributed to event); device not returned.

Manufacturer narrative:
(B)(4). Evaluation results: unapproved use of the device (used in a subclavian artery). Caused by operational context (excessive force applied to the device during the procedure, patient morphology).

Event description:
Device evaluation: the scuba stent delivery system was received for evaluation. The stent was correctly mounted on the balloon. The shaft was damaged in two points distal to the hub. The device tip was damaged. An attempt to deploy the stent was performed and no abnormalities noted. No other abnormalities were detected on the device.